Event description:
The customer observed a "not enough volume" error while using the provue analyzer. Upon examination, fluid was sprayed inside the analyzer. If dripping and leaking were to go unnoticed there is the potential to result in carry over or cross contamination of reagents. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event resulted in a field engineer replacing the probe, and wash station. After appropriate adjustments, the analyzer was returned to expected operation. The root cause of this event is unk.